Event description:
It was reported that after the endovascular therapy of a recurrent aneurysm Anterior communicating artery (AComA) using balloon-assisted coiling via the left internal carotid artery on (b)(6) 2026. A few point emboli was observed in the follow up MRI next day. Also, a generalized seizure occurred with subsequent status epilepticus on (b)(6) 2026 and the CT showed multiple hemorrhages in the left hemisphere. On a follow-up MRI on (b)(6) 2026 multiple flare-hyperintense edema extending beyond the hemorrhages with multiple microbleeds ¿ only in the left hemisphere were observed. The physician suspected a foreign body reaction. It was also reported that the patient is dead. No further information is available.

Manufacturer narrative:
Section B1 Adverse Event/Product Problem - CorrectedDue to the automated MES (Manufacturing Execution System) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (DFU). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed and it could not be definitively determined if the device failed to meet specifications because the product was not returned. As a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted within the DFU, product labeling and/or risk documentation files, an assignable cause of Anticipated Procedural Complication will be assigned to 'Patient Embolus', 'Patient Intracranial Hemorrhage' and 'Patient Death'. While there are a number of potential causes for the reported 'Un-retrieved device fragments' because review and analysis of available information failed to identify a definitive cause, a cause of Undeterminable was assigned.

Event description:
IT WAS REPORTED THAT AFTER THE ENDOVASCULAR THERAPY OF A RECURRENT ANEURYSM ANTERIOR COMMUNICATING ARTERY (ACOMA) USING BALLOON-ASSISTED COILING VIA THE LEFT INTERNAL CAROTID ARTERY ON (B)(6) 2026. A FEW POINT EMBOLI WAS OBSERVED IN THE FOLLOWUP MRI NEXT DAY. ALSO, A GENERALIZED SEIZURE OCCURRED WITH SUBSEQUENT STATUS EPILEPTICUS ON (B)(6) 2026 AND THE CT SHOWED MULTIPLE HEMORRHAGES IN THE LEFT HEMISPHERE. ON A FOLLOW-UP MRI ON (B)(6) 2026 MULTIPLE FLARE-HYPERINTENSE EDEMA EXTENDING BEYOND THE HEMORRHAGES WITH MULTIPLE MICROBLEEDS ¿ ONLY IN THE LEFT HEMISPHERE WERE OBSERVED. THE PHYSICIAN SUSPECTED A FOREIGN BODY REACTION. IT WAS ALSO REPORTED THAT THE PATIENT IS DEAD. NO FURTHER INFORMATION IS AVAILABLE.